Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed. The procedure was completed without reported complications. On november 22, 2022, a planned computerized tomography (CT) scan was performed, and it was noticed that the spaceoar vue device was not visible in the space between the prostate and the rectum. The CT scan showed a "little" dot of contrast, and it was posterior to the urethra in the midgland. The radiation oncologist believes this was a result from a prior ablation and was not the hydrogel. After reviewing the planned imagery, the main concern was that it appeared to be a significant amount of hydrogel in the bladder. The spaceoar vue appeared to be in the lumen of the bladder rather than the bladder wall and it was also noticed that the volume was congruent with a usual volume of a full spaceoar vue placement. The patient's outcome is unknown. The patient has not started treatment yet, the plan is to monitor the daily cone beam CT scans in order to confirm if the hydrogel remains visible. It was also reported that the plan is to do 70gy in 28 fractions to the prostate and 50.4gy in 28 fractions to the seminal vesicles.